Event description:
The customer reported that 3 lead ECG was not displayed while attempting pacing [in demand mode].

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.